Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance alert was triggered on (B)(4) 2013 for atrial pacing impedance beyond the expected upper range. The impedance trend on the atrial pacing lead was also variable. Atrial pacing impedance varies between 570 ohm and 1102 ohm throughout the record.

Event description:
It was reported that alerts were received for low impedance and high impedance on the right atrial (ra) lead. It was further reported that the ra lead exhibited a small amount of noise. It was suspected that the ra lead was either fractured or loose. Because the patient had recently undergone an ablation, the physician elected to keep the lead in place. It remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D354drg implantable cardioverter defibrillator (ICD)  (B)(6) 2013; 6943 implantable tachy lead: (B)(6) 2000.